Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a blood glucose of 400 mg/dl, without the insulin alarming no delivery. The sure t cannula is used so it will not bend. Troubleshooting was performed and it was reported that insulin did not exit. The drive support cap was flush. Discontinued use of pump therapy and return the insulin pump was advised.

Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify delivery alarm anomaly due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.